Event description:
The smoke test is one of eight steps used to ensure that the respirator fits properly. Number seven reads, "each test subject passing the smoke test without evidence of response shall be given a sensitivity check of the smoke from the same tube once the respirator has been removed to determine whether he/she reacts to the smoke. Failure to evoke a response shall void the fit test". A physician, who has a slight case of asthma, developed severe respiratory difficulties including an asthma attack when the sensitivity check was performed. (*)